Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Advised this device needs to go to biomed. Advised they try to find a device in an adult unit and to call back to properly adjust settings for nicu. Per follow up information received via phone on 22oct2025, the only information charge nurse could provide is that the device had been removed from service. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu noted a "burning smell" using their arctic sun device. Advised this device needs to go to biomed. Advised they try to find a device in an adult unit and to call back to properly adjust settings for nicu. Per follow up information received via phone on 22oct2025, the only information charge nurse could provide is that the device had been removed from service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu noted a "burning smell" using their arctic sun device. Advised this device needs to go to biomed. Advised they try to find a device in an adult unit and to call back to properly adjust settings for nicu.